Event description:
Related manufacturer reference number: 2017865-2023-01078. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a gradual increase in pacing impedance. The right ventricular lead was explanted and replaced. During the surgery, the atrial lead dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A partial lead was returned in one piece for analysis. X-ray analysis found the inner and outer coils were stretched consistent with procedural damage.